Event description:
Pulmonetic systems, inc. Received a call from a representative of facility on 08/28/02. The representative reported the following problem: unit stopped ventilating with audible and visual alarms. Unit not on patient.